Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. On (B)(6) 2022 the patient attempted to test her blood glucose and the device would not power on. The patient took her normal dosage of unknown insulin and went to sleep. The next morning the customer did not awaken and family members discovered the customer was unconscious. The emt's were called. The emt's tested the customer and received a blood glucose result of 36 mg/dl. The emt's treated the customer with honey and juice and blood glucose levels began to stabilize. The customer was not taken to the hospital.